Event description:
A report was received that the patients ipg migrated toward the pelvis having been originally positioned in the lower flank. The patient reported intermittent stimulation dependent on her movement and pressure on the ipg site. The patient underwent a procedure during which the physician elected to replaced the ipg as a preventative measure.

Event description:
A report was received that the patients ipg migrated toward the pelvis having been originally positioned in the lower flank. The patient reported intermittent stimulation dependent on her movement and pressure on the ipg site. The patient underwent a procedure during which the physician elected to replaced the ipg as a preventative measure.

Manufacturer narrative:
The ipg passed all the required tests and exhibited normal device characteristics.